Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed on a homechoice automated pd set with cassette. This was identified before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.